Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found pad printing removed on the instrument's tube extension. The pad printing was removed near the tube reinforcement ring. The pad printing that was removed measured 0.207 x 0.193. The distal end of the main tube did not exhibit any cracking upon inspection. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during central processing, it was observed that the orange tape had peeled off, a piece peeled off during cleaning on the monopolar curved scissors instrument. There was no patient harm, adverse outcome or injury reported.